Event description:
It was reported that the lead was removed due to capture and sensing anomalies. It is believed that the patient may have fallen at home causing the reported anomalies.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.